Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant esophageal stricture compressing the left main bronchus during a bronchoscopy with stent placement procedure performed on (B)(6) 2022. During the procedure, the delivery shaft was bent after entering the patient's body, but the stent was able to be deployed. The physician withdrew the delivery system; however, the stent got caught and would not separate from the delivery system. Consequently, the stent was removed together with the delivery system and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.